Event description:
The instatrak 3500 system was found to have a tool not validated for the version of software that was loaded on the system. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.